Manufacturer narrative:
The t:flex pump user guide states that the t:flex pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump had been exposed to heat, humidity, and x-rays. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.